Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient's heart rate dropped to 30 beats per minute. The lead exhibited oversensing and the device was reprogrammed.